Manufacturer narrative:
Concomitant medical products: pri tubing;syringe. The event occurred in the pediatric unit. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported a patient was receiving an infusion of epinephrine 0.2 mcg/kg/min, rate 12.09 ml/hr .continuous, and sodium chloride 2ml/hr continuous maintenance carrier fluid. The user stated that the normal saline carrier fluid for the epi turned off and alarmed for channel error. The user immediately removed the fluid to another channel then eventually all infusions changed to a different pump. The customer confirmed that there was no patient harm.

Manufacturer narrative:
The reported issue was confirmed and duplicated. Per event log details, channel c was infusing carrier fluid and channel d was infusing epinephrine on the date 07/29/2019. The infusion of carrier fluid on channel c was stopped by a channel error malfunction with the upper pressure sensor. Testing replicated the channel error code 240.4150. Temporary replacement of the malfunctioning upper pressure sensor resolved the issue. It was noted that the customer¿s biomed service is utilizing third party parts. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties. The root cause for the pressure sensor failure was not identified.

Event description:
It was reported a patient was receiving an infusion of epinephrine 0.2 mcg/kg/min, rate 12.09 ml/hr .continuous and sodium chloride 2ml/hr continuous maintenance carrier fluid. The user stated that the normal saline carrier fluid for the epi turned off and alarmed for channel error. The user immediately removed the fluid to another channel then eventually all infusions changed to a different pump. The customer confirmed that there was no patient harm.